Manufacturer narrative:
(B)(4). This lot was manufactured from july 25, 2014 to july 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution (cefoxitin 6g in nacl 0.9%) was leaking from a large volume infusor device. The leak was reportedly coming from the connection point between the tubing and the port. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.